Manufacturer narrative:
(B)(4) other device used: catalog #00111214001, palacos r bone cement, lot #71374254 - this bone cement is manufactured at heraeus medical and distributed through (B)(4). The information provided on this form was previously submitted under manufacturing report number 3007963827-2015-00030. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain and loosening of the tibial component. It is also reported that the a manipulation and injection was performed under anesthesia on (B)(6) 2011.

Manufacturer narrative:
Review of the device history records for the tibial component and bone cement did not identify any deviations or anomalies. A product history search identified no other complaints for the part and lot combinations of the tibial component or bone cement. Primary operative notes indicate that the knee had good balance and full flexion and extension with trial components. Operative notes from the revision surgery state that the tibial component was grossly loose and was removed. Per the nexgen cr, ps, cra, lps, and lcck knee package insert, loosening or fracture/damage of the prosthetic knee components is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.